Manufacturer narrative:
A device history record (DHR) review was not performed as it would not add value to this investigation, as the alleged issue was not confirmed. A product sample was received for evaluation. Visual and functional tests were performed. The device was received in good condition with no physical damage. The reported issue could not be confirmed during self-test, there was no problem found. Initial reporter also sent report to FDA is unknown.this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.

Event description:
It was reported that the device had an unknown error. No patient injury was reported.